Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors. Our field service engineer investigated the ventilator on site. The inspection revealed that the dc/dc & standard connectors pc board was defective. The defective pc board was replaced, and the problem was solved. The pre-use check performed passed the test and the ventilator was handed over to the customer in working order. The replaced dc/dc & standard connectors pc board was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).